Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test and displacement test. No unexpected no delivery alarms or signal too low alarms were noted. Device alarmed unexpected restart alarm after battery installation due to broken solder joint at interface board connector. Device received with cracked case at display window corners. Device received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have been receiving unexpected restart alarms for about a week. Customer's blood glucose was unknown. During troubleshooting, found signal too low alarm and unexpected restart alarm in history, the alarm occured six times in one day. Customer mentioned that the insulin pump was not in use for an extended period of time. Customer was advised to revert to a back-up plan per health care professionals' instructions and the insulin pump will be replaced. Customer agreed to return the device for analysis.